Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) had split and the device did not enter a 5f non-cordis sheath; therefore, the product was not available. Hemostasis was achieved, but the method was not specified. There was no reported patient injury. The patient did not have any known relevant medical history. The device was being used in a transfemoral cerebral angiography (tfca) procedure and a retrograde approach was used. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/packaging damage prior to use. The suitability of the femoral artery was verified on angiography, confirming the insertion angle of the vascular sheath introducer was between 30-45 degrees. The vessel type was the femoral artery, and its diameter was verified to be greater than or equal to 5 mm. There was no presence of tortuosity, pvd or calcium near the puncture site. It is unknown whether the sealant was deployed completely above the access site or if it was dislodged from the arteriotomy. The sealant did not seem to stick to the device, and the device storage temperature did not exceed 25°c. The patient was not thin, and the vessel depth was not shallow. There was no resistance noted during the use of the device. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation and premature exposure of the sealant was observed.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) had split and the device did not enter a 5f non-cordis sheath; therefore, the product was not available. Hemostasis was achieved, but the method was not specified. There was no reported patient injury. The patient did not have any known relevant medical history. The device was being used in a transfemoral cerebral angiography (tfca) procedure and a retrograde approach was used. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/packaging damage prior to use. The suitability of the femoral artery was verified on angiography, confirming the insertion angle of the vascular sheath introducer was between 30-45 degrees. The vessel type was the femoral artery, and its diameter was verified to be greater than or equal to 5 mm. There was no presence of tortuosity, peripheral vascular disease (pvd) or calcium near the puncture site. It is unknown whether the sealant was deployed completely above the access site or if it was dislodged from the arteriotomy. The sealant did not seem to stick to the device, and the device storage temperature did not exceed 25°c. The patient was not thin, and the vessel depth was not shallow. There was no resistance noted during the use of the device. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was in the open position. The sealant was exposed on the distal end in its manufactured position due to the frayed/split condition of the sealant sleeves. Neither the procedural sheath nor the syringe used with the unit was returned for this evaluation. No additional anomalies were observed during this analysis. A dimensional analysis was not performed due to the condition of the sealant sleeves. Per functional analysis, an insertion/withdrawal functional test could not be performed due to the condition of the sealant sleeves. Additionally, functional testing was executed due to the observed premature exposure of the sealant. After obtaining the adequate tension indication, both buttons were depressed, achieving the deployment of the sealant and the retraction of the balloon, showing no traces of any malfunctions related to a possible deployment difficulty. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves presented frayed/split/torn conditions. Additionally, a prematurely exposed state of the sealant was observed on the distal portion. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.